Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause for the reported failure can be attributed to user-related factors such as improper bone preparation and/or misaligned insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by a sales representative via (B)(4) that (qty. 2) of an ar-3638ds fibertak disposables straight kits drill was not advancing into the bone. The surgeon had a hard time getting the drill started and felt like it was not removing any bone. This was discovered during the case with no patient harm.